Event description:
Biliary drainage catheter was successfully placed. Approximately ninety days post placement, during a scheduled catheter exchange, it was noted that the catheter had fractured. The catheter was removed intact and another catheter was placed for continuation of treatment. No pt complications were reproted in this event. This device has not been received for eval. Therefore, a failure analysis is not available. As a lot number for this device was not provided, a device history search could not be performed and co is unable to determine if the device met its specifications. User technique and/or pt anatomy may have contributed to this event, however, co is unable to determine the relationship between the device and the cause for this event.